Manufacturer narrative:
Continued health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mildly cortically thickened axillary lymph nodes".

Event description:
Healthcare professional reported left side "mildly cortically thickened axillary lymph nodes measuring up to 3 mm. Fatty hill are still present". The device has been explanted and replaced.